Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: taxus liberte ous mr 16 x 2.75mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the first proximal stent row. The stent struts were lifted and pulled in a distal direction. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The undamaged od (outer diameter) of the crimped stent was measured and was within specification. The balloon cones were reviewed and no issues were noted. There was evidence of dried medium resembling blood on the proximal balloon cone. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the device found a hypotube kink 22mm distal from the distal end of the strain relief. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-apr-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and highly calcified left circumflex (lcx) artery. A 16 x 2.75mm taxus¿ liberté¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.